Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Out of range lead impedance greater than 3000 ohms reported at in office visit today. Home monitoring revealed rising impedance gradually over time, out of range greater than 1500 ohms on (B)(6) 2023. On (B)(6) 2024 impedance was greater than 3000 ohms. Lead remains implanted. Should additional information be received, this file will be updated.